Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on ( B)(6) 2025. On (B)(6) 2025, the patient reported feeling weak and experiencing a headache. The cgm displayed a value of 60 mg/dl, but no bg meter comparison was documented. The patient self-treated with orange juice. On (B)(6) 2025, the patient¿s symptoms worsened, including vomiting, weakness, fatigue, shortness of breath, inability to walk, and continued headache. The patient sought evaluation at urgent care, where lab work confirmed diabetic ketoacidosis (dka) with a bg level of 545 mg/dl, while the cgm was reading approximately 100 mg/dl. The patient was treated with zofran, and ems was called to transport the patient to the emergency room. At the ER, the patient received IV insulin drip and IV fluids. The sensor was removed, and the last bg meter reading the patient could recall was 220 mg/dl, though the timing of this reading was unspecified. As of (B)(6) 2025, the patient remained hospitalized but was reportedly ¿feeling fine¿ at the time of follow-up. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 09/22/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm which is an off-label usage of the device on (B)(6) 2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information; g3: date received by mfg - additional information; g6: type of report - updated/follow-up; h2: type of follow up - correction/additional information; h6 codes: investigation conclusion - correction/additional information; h10: corrected data.